Event description:
Respironics profile lite mask used during a sleep study and pt received chemical burn to face. Mask cleaned with cidex o.p.a. Pt complianed of burning to face and throat at the beginning of procedure. Mask changed out with pt stating improvement in discomfort.